Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image was not clear on monitor and there was degradation of the image. The issue occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, the scratched charged coupled device lens and failed water leak test were found to be reportable during investigation. A probable root cause could not be identified. Based on the results of the investigation, it is likely that puncture on the cable and component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.